Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised to remove asr implants. It was also reported that the patient had an srom stem and sleeve and asr acetabular component implanted in 2006. Update jun 16, 2017 : additional information received. That patient had hip pain due to the asr. No surgical delay. This complaint was updated on jun 16, 2017.